Event description:
Follow up information received confirmed that the lead component was left in the patient. The patient was reported as doing well and receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(4); product type programmer, patient product ID 3889-28, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
It was reported that during an explant procedure for a normally depleted battery, the lead was not completely removed. A lead fragment was left in the patient¿s body on the left side. Additional information has been requested, a follow up report will be sent if additional information is received.